Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was scheduled to be revised due to perforation and high pacing thresholds measurements. The patient presented to the outpatient clinic complaining of chest discomfort, and through x-ray imaging it was revealed a heart wall perforation. Physician checked the patient's pacemaker and lead and confirmed the pacemaker had no malfunctions, yet the pacing mode was reprogrammed as lead was malfunctioning. The patient was then hospitalized and the lead explanted. No additional adverse patient effects were reported.